Event description:
Same case as MDR ID: 2134265-2014-04134 & 2134265-2014-04137. (B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2010, the patient presented with complaints of chest pain radiating to his neck and left arm. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The coronary angiography revealed a 100% stenosed de novo lesion located in the mid left anterior descending artery (lad) which was 30 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation followed by placement of a 2.50 x 32 mm taxus liberté stent with 9% residual stenosis. The second target lesion was a de novo lesion, located in the mid lad with 100% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. This lesion was treated with direct stent placement using a 2.50 x 32 mm taxus liberté stent with 9% residual stenosis. The third lesion was a de novo lesion, located in the mid lad with 100% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. This lesion was treated with direct stent placement using a 2.50 x 32 mm taxus liberté stent with 9% residual stenosis. All the three study stents were deployed in an overlapping fashion. One day later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with complaints of weakness, chest pain associated with shortness of breath, burning in arms, back and neck. The patient was hospitalized on the same day and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and clopidogrel. There was 80% thrombosis of the study stents in the mid lad extending up to the distal lad. It was treated with balloon angioplasty and placement of 2.25 x 12 mm and 2.5 x 8 promus stents resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on the same day with aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).